Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device remains implanted. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, upon testing the implant, the pump seemed to be "sticky" and extremely slow to fill. It was unable to rapid fill. The physician did trouble shoot to make sure the tubbing was not kinked and other possible issues that could impact the pump. At the end, the pump was filling at a normal rate and able to inflate and deflate. Pump was implanted in patient.